Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The surgeon reported to the sales representative of a universal2 wrist case with serious osteolysis of the distal radius. Surgeon has now done the revision of the universal2 wrist. He used the biomet fracture maestro system for this purpose. It was clear that it was a substantial wear of the poly-component (exact product ID not provided) that had caused the big osteolysis of the radius. Additional information has been requested but to date, no new information has been provided.